Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage. A pinhole was found during pre-use testing of the anesthesia machine. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 8/1/2025. One used device was received for evaluation. The sample was submerged underwater to observe for leaks. A pinhole leak was observed at the distal end of the breathing bag. The cause of the issue was unknown. Functional and visual tests were done and the reported issue was duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.